Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site, resulting in the decision to remove the abutment. The fixture remains insitu.

Manufacturer narrative:
Per the clinic, due to the patient's infection, the patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting to a subcutaneous baha implant system. This report is submitted (B)(6) 2017.